Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. To date no confirmation has been received regarding whether the scheduled second surgery has taken place. The cause of the event could not be determined from the information available and without device evaluation. A possible cause of this type of event may be a reaction of the patient to the material(s) implanted or used during the implant procedure. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to materials must be considered prior to implantation.

Event description:
It was reported by a patient that she had undergone a cmc mini tightrope procedure on (B)(6) 2018. Since the procedure patient has been experiencing pain, inflammation, adema and swelling. Patient underwent metal testing to try and determine the cause and has learned that she has an allergy to nickel. Patient is scheduled to undergo revision surgery on (B)(6) 2018 to remove the arthrex cmc mini tightrope. Patient requested the material composition of the cmc mini tightrope which is stainless steel. The composition of the stainless steel has been provided to patient.